Event description:
While physician was performing a laser lead extraction with catheter in the heart, the fluoroscopy went out and had to be restarted. This reboot process takes approximately 5 minutes.